Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut down due to insufficient battery power, and subsequently reset. Reportedly, that the pump history was noted to be inaccurate and indicated a data log corruption. Customer's blood glucose level was 200 mg/dl. Reportedly, the customer will continue to use the pump and has manual injections as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be evaluated due to a faulty usb connector.